Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited over sensing of far p waves and an increase in capture thresholds. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).